Manufacturer narrative:
(B)(4). The events of lymphoma-alcl-suspected, seroma, capsular contracture, ,and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma, capsular contracture grade unknown, infection (unknown onset). Date of alcl diagnosis: (B)(6) 2006.

Event description:
Patient representative reported for unknown side "suffered from permanent physical injury, mental and emotional suffering, fear, grief, anxiety", "alcl", "infection", "disability", "chronic pain", "other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture grade unknown, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl", "mental pain and suffering". Histopathological markers confirming alcl have not been received. Also reported "apprehension, permanent scarring", "disfigurement" which is not related to the device. The device has been explanted. Treatment: device explant.